Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of a 29mm sapien 3 valve, in the aortic position by transfemoral approach. During the procedure, the vessel was not pre-dilated. While advancing the commander delivery system with the crimped valve through the esheath, high resistance was found and push force was needed at the expandable part of the esheath. The commander with the crimped valve and the esheath were removed as a single unit. Upon inspection, it was noticed that there were some valve struts bent which probably occurred when retracting the delivery system with the valve into the esheath. A second sapien 3 kit was used for successfully implanting the sapien 3 valve. As per medical opinion, the root cause of the event might be related to the high tortuosity and calcification of the infrarenal artery, in combination with the esheath.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: MFR 2015691-2022-07346.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned valve was visually inspected, and the following was observed: pre-expanded valve: two (2) bent struts and several deformed struts were noted at the outflow. Post-expanded valve: several deformed struts were noted at outflow. The frame was canted/distorted. Multiple struts were exposed through the skirt, which is normal after crimping. The leaflets were dehydrated, wrinkled, and torn likely due to storage condition (prolonged crimped state). The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed through returned product evaluation and provided imagery. A review of the DHR, lot history review, complaint history review, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''while advancing the commander delivery system with the crimped valve through the esheath, resistance was encountered and high push force was needed at the expandable part of the esheath (it was not felt that the sheath did not expand). There was a sudden loss of resistance and the commander with valve slid out the esheath liner causing a perforation/rupture of the severely calcified infrarenal aorta.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' and ''do not over-manipulate the sheath at any time.'' Review of provided imagery confirmed the presence of tortuosity and calcification in the patient's access vessel. The presence tortuosity and calcification can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. In this case, high push force was reported to be applied by the user to overcome the device navigation difficulty through sheath. It is likely that this caused the frame struts to physically interact with the sheath shaft, resulting in frame damage seen in figure 6 and torn sheath, as reported. As such, available information suggests that procedural factors (excessive manipulation/ high push force) and/or patient factors (tortuosity, calcification) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified; therefore, no corrective action, preventative action, or product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.